Event description:
Literature was reviewed regarding catheter ablation using radiofrequency (rf) energy for treatment for ventricular tachycardia (vt). During the procedures, four steam pops occurred none of the steam pops resulted in an adverse event nor continuing patient sequela. In one procedure char/coagulum was observed and there was no adverse event. The authors described there were patients who experienced vt recurrence (5), dysuria (1), stroke (1), incessant vt / electrical storm (3), induction of vts of various morphologies during ablation procedure and femoral bleeding from vascular access (1). No intervention was reported. The status of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. During the procedures, four steam pops occurred none of the steam pops resulted in an adverse event nor continuing patient sequela. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of a temperature-controlled ablation system for ventricular tachycardia: results from the trac-vt study circulation: journal of interventional cardiac electrophysiology. 2025; https://doi.org/10.1007/s10840-025-01995 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.